Event description:
It was reported that the insulin pump with the sensor alarmed lost sensor. Customer stated that his blood glucose was 400 mg/dl and around 8:30pm it was 300 or 313 mg/dl. Customer stated there was 87 point difference. Customer stated that later it was showing a reading of 167 mg/dl and started to come down and alarmed lost sensor. Customer removed the sensor. Troubleshooting was done. The customer was advised to return the damaged sensor and sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.